Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was duplicated. The downstream occlusion (dso) sensor failed the occlusion pressure test-inoperable. Service recommended replacing the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited repeated downstream occlusion alarm. No patient was involved in this event. No adverse effects were reported.